Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be old and discharged batteries and ignored warnings . In consequence the old batteries were replaced by the customer and the hamilton medical partner clinical engineer updated the software from 2.2.3 to 2.2.5 and did a full tsw and a pm (maintenance) was done successfully. There was no patient or user harm reported.

Event description:
Tfs occurred and ventilation stopped. The nurse claimed that the ac power cord must have been connected with an emergency power supply when tfs occurred.. But the failure hasn't reproduced, so the hospital staff considered that it was their handling issue.